Event description:
It was reported that after a da vinci si sacropolpexy procedure the cadiere forceps instrument collapsed down while cleaning the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the unit collapsed down the top. The luer plate was dislodged from the chassis and pushed into the backend. A section of the chassis inner wall feature that held the luer plate was broken off. Engineering concluded the wall feature likely broke due to improper cleaning, which allowed the luer plate to dislodge. Engineering also found various scratch marks on the main tube at the distal end showing light material removal. The scratches were .080 - .125 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.